Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient outcome. No specific device failure has been reported nor have medical records been provided by the patients attorney. The information provided by the attorney states that two (2) 3dmax were implanted to repair bilateral hernia defect. However,the only allegations in the legal complaint are against the right 3dmax. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2006, the patient underwent surgery for repair of a bilateral inguinal hernia. As reported, a bard/davol 3dmax, reference number 0115320, lot number 43dqd514 and reference number 0115310 , lot number 43lpd321 were implanted to repair the hernia defect. It is alleged that on (B)(6) 2010, the patient underwent an additional surgery for resection of right ilioinguinal nerve. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax.

Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to provide the correct manufacture date for the 3dmax device.

Event description:
It is alleged by the patients attorney that on (B)(6) 2006, the patient underwent surgery for repair of a bilateral inguinal hernia. As reported, a bard/davol 3dmax, reference number 0115320, lot number 43dqd514 and reference number 0115310 , lot number 43lpd321 were implanted to repair the hernia defect. It is alleged that on (B)(6) 2010, the patient underwent an additional surgery for resection of right ilioinguinal nerve. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax.

Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient outcome. No specific device failure has been reported nor have medical records been provided by the patients attorney. The information provided by the attorney states that two (2) 3dmax were implanted to repair bilateral hernia defect. However, the only allegations in the legal complaint are against the right 3dmax. Addendum #1: h11: addendum to the previous information. This supplemental emdr is being sent to provide the correct manufacture date for the 3dmax device. Addendum #2: h11: this supplemental emdr is submitted to document additional information provided and to correct PMA/510(k) number. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 8 months post implant of 3dmax mesh, patient was diagnosed with nerve damage and abdominal pain thereby underwent repair with removal of mesh. Per operative notes, "there was some bold 3dmax mesh in the right abdominal region and what seemed to be a folded over mesh." The instructions-for-use supplied with the device lists pain as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields. (UDI no), d.6b (date of explant). Corrected field: g4 (PMA/510(k) #). This supplemental emdr represents the 3dmax (device #1). An additional emdr was submitted to represent the 3dmax (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2006, the patient underwent surgery for repair of a bilateral inguinal hernia. As reported, a bard/davol 3dmax, reference number 0115320, lot number 43dqd514 and reference number 0115310, lot number 43lpd321 were implanted to repair the hernia defect. It is alleged that on (B)(6) 2010, the patient underwent an additional surgery for resection of right ilioinguinal nerve. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax. Addendum per additional information provided: on (B)(6) 2006 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with the implant of two 3dmax mesh (device#1 & device #2). Per operative notes, ¿the left indirect hernia was identified and dissected free from the cord structures, and it was completely removed. A similar procedure was performed in the right preperitoneal space. And the indirect hernia sac was identified and easily dissected. A 3dmax mesh (device#1) was placed in the right side anchored to the pubic tubercle using tacks. A left sided 3dmax mesh (device#2) was placed in the similar fashion and tacked in a similar fashion.¿ on (B)(6) 2010 - patient was diagnosed with chronic right groin pain thereby underwent laparoscopic resection of right ilioinguinal nerve. (Both prior laparoscopic hernia repairs were well visualized and well intact, without evidence of recurrent herniation). On (B)(6) 2019 - patient was diagnosed with bilateral inguinal hernia thereby underwent robotic-assisted diagnostic laparoscopy with explant of both 3dmax mesh (device #1 and device #2). Per operative notes, ¿there was some bold 3dmax mesh in the right abdominal region and what seemed to be a folded over mesh. It was excised (device #1). Then in the left abdominal region, there was a bold up mesh and a very subtle and small direct hernia. Then the 3dmax mesh was removed (device #2).¿ attorney alleged that the patient had adhesions, nerve damage, pain, hernia recurrence and emotional injuries. It is also alleged that the patient underwent resection of right ilioinguinal nerve and mesh excision.